Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was no damage to the keypad. Evaluation revealed that all of the buttons responded appropriately. There was contamination found under the up, down and ok contacts. (B)(4).